Event description:
On 10/15/01, it was reported to arthrocare corporation that a second degree burn was noticed on a patient's ankle following an ankle procedure using a microblator wand. It was reported by an arthrocare sales representative, as well as the biomedical department for the involved hospital that the doctor manually bent the device. It was stated by the risk manager for the reporting agency that the biomedical department of the involved hospital credited the burn to the bending of the wand. It was also reported that the patient was prescribed anit-biotics as a preventative measure. As of 10/19/01, the patient is reported to be doing well.